Manufacturer narrative:
Unable to prime during prime/a33 alarm test due to faulty force sensor resistor. Insulin pump passed basic occlusion and displacement test. No motor error alarms noted. Motor tested okay. Missing segments noted during testing due to cracked zebra connector on lcd board. Cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Event description:
Customer's mother reported the insulin pump alarmed motor error twice. Customer's blood glucose level was 157 mg/dl. Customer's mother did not recall any significant events leading to the alarm. The device was not exposed to magnetic field or MRI. Customer does not use the sensor feature. Customer's mother states she was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.